Event description:
It was reported to philips that the device had a defective ac power module (api1ad41-000 d 0827 c 028762). There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.